Manufacturer narrative:
(B)(4). Result: lockout spring. The analysis results found that the msm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the instrument was noted to be empty and the lockout mechanism was found to be non-functional. Due to the returned condition of the instrument, no further testing could be performed in order to evaluate the reported incident. In order to evaluate the condition of the internal components, the device was disassembled and the lock out spring was noted out of position. No conclusion could be reached as to what may have caused the lockout spring to be out of position. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Please confirm if the clip cut the artery or if was the device. Please quantify amount of bleeding that occurred. Was a transfusion required? How was the bleeding controlled? Did issue result in change of procedure or alteration in post-op patient care? What is the current patient status?

Event description:
It was reported that during a thyroidectomy procedure, one spitting clip and the artery was cut instead of clipped. A bleeding appeared and was controlled. Another like device was used to complete the procedure.